Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the during an acl reconstruction surgery, the loop of the ultrabutton broke when it was tightened. Broken pieces were pulled out of by the suture of the titanium plate.. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-(B)(6). Part of the device, used in treatment, was received for evaluation. A visual evaluation showed the braided suture in question was not returned. Two flip sutures, one each, threaded through the outside holes of the button were returned. No deficiencies were found in the button or the flip sutures. Bio debris is attached to the sutures. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity required for each shipment. 1. Traceability between lot on certificate of conformity on supporting data is required. 2. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include (1) excessive force. No containment or corrective actions are recommended at this time. H11: corrected information in h10.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the braided suture in question was not returned. Two flip sutures, one each, threaded through the outside holes of the button were returned. No deficiencies were found in the button or the flip sutures. Bio debris is attached to the sutures. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. Anticipated risk is maintained: a risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity required for each shipment. 1. Certificate of conformity required with each shipment. Traceability between lot on certificate of conformity on supporting data is required. 2. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include (1) excessive force. No containment or corrective actions are recommended at this time.